Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a high glucose reading (140 mg/dl) after giving himself his usual dose of insulin. Customer reported experiencing symptoms of hypoglycemia and thought he was "about to faint". Customer's wife called an ambulance. Upon paramedics arrival, they tested him with their meter and received a reading of 10 mg/dl. They then treated customer with an unknown treatment. Customer was hospitalized overnight and was discharged on the next day. It is unknown what treatment was rendered during his hospitalization.